Event description:
Boston scientific received information that the patient implanted with this pacemaker reported a non-specified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available at this time and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device meets profile for normal depletion based on best available data.

Event description:
Additional information was received that this pacemaker was explanted for normal battery depletion (nbd) and no other clinical observations were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.